Event description:
A customer reported a cartridge alarm issue with their pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending out a replacement pump with updated software, and confirmed that the timing aligned with the customer's current warranty. The customer was instructed to use multiple daily injections as a backup during the transition and was given guidance on returning the malfunctioning pump to avoid charges. They were also advised on setting up and connecting their continuous glucose monitor to the new pump.